Manufacturer narrative:
The reported field event of sosd was confirmed in the lab. A hybrid anomaly was determined to be the cause of the internal shorting interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Analysis of the device image confirmed sosd was detected during capacitor maintenance charging. A hybrid anomaly was determined to be the cause of the sosd.

Event description:
During device preparation prior to an initial implant procedure, the device delivered a shorted output stage detection alert. The device was not implanted and a replacement device was used for the implant procedure.